Event description:
It was reported that the user experienced difficulty removing the insulin cartridge connector during a supply change, could not turn the connector even with pliers, and elected to keep the existing cartridge and connector while only changing the tubing; insulin delivery was resumed after the intervention. Symptoms included hypoglycemia with a blood glucose of 66 mg/dl. Outcomes included on-call coaching to treat with oral glucose and monitor response; no emergency care or hospitalization occurred. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed the connector could not be removed during the change and that the user chose to retain the in-use cartridge despite guidance to use new supplies. It was concluded that the event involved a connector removal difficulty with user-managed resolution and successful restoration of insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.